Event description:
It was reported that before use during the balloon test of this swan-ganz catheter, the balloon did not deflate after it was inflated. The balloon inflation syringe was removed from the gate valve. Per visual examination of the product by the sales representative, the balloon was found deflated. However, the customer reported that the balloon would not deflate. There were no patient complications reported. The patient demographic information was requested but unavailable. It is not yet known if the lot number is 65357176 or 65097410. The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results.

Manufacturer narrative:
Our product evaluation lab received one model 131f7 catheter with attached monoject 1.5 cc limited volume syringe. The reported issue of the balloon did not deflate was unable to be confirmed. The balloon inflated clear, concentric, and remained inflated for five minutes without any leakage. The balloon deflated within one second without a syringe attached. All through lumens were patent without any leakage or occlusion. There was no visible damage was observed from catheter body and balloon. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. As part of the manufacturing process, a balloon inspection is performed in 100 percent of the units. There was no evidence of a manufacturing nonconformance. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.